Manufacturer narrative:
Other, other text: on review of the reported event and device, the pre-investigation hazard code was updated for a pca pump. The reportability decision has changed to non-reportable. The event does not meet the definition of a reportable death or serious injury as the malfunction of the device did not cause or contribute to a patient death, a life-threatening event, permanent impairment of a body function or structure, required medical or surgical intervention to preclude serious impairment of a body structure or function. Additionally, the product family hazard analysis indicates that the device in the reported incident would not likely cause or contribute to a death or serious injury if the malfunction were to recur. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited "no disposable, pump won't run" alarm. No adverse patient effects were reported. Per reporter no additional information is available at this time.